Event description:
A consumer had essure inserted. She was in constant pain and discomfort daily described as sharp, stabbing, shooting pain through her vaginal and pelvic area. It was reported that she was hospitalized because of the events. After numerous doctors, she had a hysterectomy to remove essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs